Event description:
The customer states that they noticed a difference in results generated using the architect lh assay lot 33198m200 and lot 32429m200. No significant difference was noted in abbott control values between these lots and values were within range. No impact to patient management was reported.

Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott controls and patient samples, as well as calibration errors. Specifically, error code 1227, "assay (lh) number (641) calibration failure, fit concentration too high for cal f, "may be generated, which would result in failure to obtain a valid calibration curve. Abbott has not received any reports of adverse events related to the affected lots of architect lh reagents. An investigation is in process. A final report will be submitted when the investigation is complete.